Event description:
The customer reported a ventilator device interface screen went black during patient use. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the liquid crystal display (lcd) and the user interface (ui) assembly and provided the part identification numbers. The customer has reported that the parts are currently on back order with no estimated time of arrival. The investigation is ongoing.

Manufacturer narrative:
It was reported that the device is to be scrapped because of unavailable parts.